Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a display (dim/fading/color spectrum) issue. It was also reported that the display screen could not be read safely. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete, a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 09/02/2015 device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: the device powered on to a blank display. The pump was opened and there was moisture throughout the pump and on the display flex; therefore, the original complaint could not be adequately investigated. A test display was used and was fully functional. Unrelated to the original complaint, the battery compartment was cracked.